Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: the orvil was pulled out from the middle of esophagus cut end, but it could not be connected to stapler. While trying several times, it could be connected, but it easily disengaged before firing. Opened a new stapler and tried several times, but the result was same. The procedure was converted to open, and the orvil was removed from the esophagus. A purse-string suture was done manually and the anastomosis was performed with an eea2535. Bleeding was less than 200cc. There was tissue damage and additional tissue loss. Operating room time was extended more than 30 minutes. The patient is under observation.

Manufacturer narrative:
(B)(4).